Event description:
A peritoneal dialysis (pd) patient reported that an air detected in cassette warning was encountered during drain 1 of 3 of pd treatment. The patient noted fluid inside the cassette door. Fluid was in the pump module area and on the external part of the cassette. Fluid leaked from the cassette door. The technical services advised the patient to let the cycler air dry overnight and attempt to use it again. The patient indicated having an alternate treatment option as needed. There was no harm reported in the initial call. Multiple attempts were made to gather missing details, but no information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that an air detected in cassette warning was encountered during drain 1 of 3 of pd treatment. The patient noted fluid inside the cassette door. Fluid was in the pump module area and on the external part of the cassette. Fluid leaked from the cassette door. The technical services advised the patient to let the cycler air dry overnight and attempt to use it again. The patient indicated having an alternate treatment option as needed. There was no harm reported in the initial call. Multiple attempts were made to gather missing details, but no information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.